Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: na (not applicable) the cartridge is not an implantable device. Explant date: if explanted; give date: na (not applicable) the cartridge is not an implantable device, therefore is not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was being loaded and the cartridge cracked. The doctor thought the iol might have been scratched by the cracked cartridge, so the iol was switched out. There was no patient contact.

Manufacturer narrative:
The cartridge was not returned to the manufacturing site therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.